Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known/provided. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow-up transesophageal echocardiography (tee), the physician suspected a possible leak and noted that the closure device had shifted proximally. A computed tomography (CT) scan was then completed confirming a large proximal shift forward, but no leak. The patient elected to have the closure device removed and be re-implanted with a new watchman closure device at a later date.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact codes f2203 and f2303 added.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow-up transesophageal echocardiography (tee) on (B)(6) 2026, the physician suspected a possible leak and noted that the closure device had shifted proximally. A computed tomography (CT) scan was then completed confirming a large proximal shift forward, but no leak. The patient elected to have the closure device removed and be re-implanted with a new watchman closure device at a later date. It was further reported that the patient elected to remain on blood thinner medication rather than have the closure device removed and replaced.